Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1d33l, implanted: (B)(6) 2017, product type: lead.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor that the day before yesterday ((B)(6) 2017) she noticed bowel leakage and that her "anus is burning." The patient further reported that she "can wipe and wipe and it is still there" and needs to use a heavy duty pad because her "urinary/bladder is horrible" since the date above. Additionally the patient stated that on (B)(6) 2017 she had a hard fall. At the time of the call the patient was able to feel stimulation, however the symptoms the patient experienced began occurring after the fall and were sudden in nature. The patient was advised to follow-up with her healthcare provider (hcp) to have her symptoms addressed and the ins checked. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1d33l, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the fall was not related to the bowel leakage, burning and wiping issues. The hcp reported that the patient did not have the device on the appropriate setting. The hcp reported that the patient was seen on (B)(6) 2017 for program adjustment and educated patient on moa and program changing. The hcp reported that the reported issues had been resolved and had a follow up in 6 months.